Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Plunger override was observed on the returned photo. The attached photos show an activated autonome device. The plunger is advanced outside of the nozzle tip and appears to be advanced over the intraocular lens (iol). The iol appears to be advanced at the tip of the nozzle, one haptic appears to be exiting the nozzle tip. We are unable to determine the root cause for the reported complaint "iol was stuck inside the cartridge". The product was not returned for analysis. Plunger override was observed on the returned photos. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (less than 23 c/73 f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported when injecting the cartridge worked normally, but the lens was stuck, without being inside the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).